Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the crystallization inside the scope connector, crystallization on the printed circuit board, massive liquid immersion within the endoscope, and black water was discharged could not be determined and the cause of the incompatible scope error (e315) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited crystallization inside the scope connector, crystallization on the printed circuit board, massive liquid immersion within the endoscope, and black water was discharged. An incompatible scope error (e315) was also noted. There was no patient involvement.